Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the midface with 3 ml of juvéderm® voluma¿ xc. Five days later, the patient expereinced ¿pain and inflammation.¿ the patient was treated with amoxicillin-clav with improvement that worsed after 5 days. That day, the patient was treated with 600 u of hyaluronidase and reported ¿fever and chills.¿ the patient was instructed to go the emergency department. The next day, the patient reported improvement with ¿residual swelling, no systemic signs or symptoms.¿ event is ongoing.